Manufacturer narrative:
No product was returned for evaluation. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The safari wires are labeled with and ordered to the distributors catalog and model numbers. The product labels clearly state the catalog number, size (large, small or extra small) and the actual dimensions of the pre-shaped curve. Additionally, the differences in the product sizes for extra small curve, small curve, and large curve and the actual curve dimensions of each are clearly depicted within the device instructions for use. The preparation for use instructions require that the sterile package be carefully examined and verify the following: do not use if any items cannot be verified. Sterile package is free of damage, unopened and packaging is intact. Labeling is complete and legible. Device will be used prior to use-by date on the label. The exact cause for this incident cannot be determined. If additional information is received a follow-up medwatch report will be filed.

Event description:
As reported: per email, it was reported that: customer accidently ordered the wrong sized safari wire. The account intended to order a small safari wire and mistakenly ordered the large safari. The large safari wire was used during a tavr procedure, implanting a 23mm edwards valve and perforated the left ventricle causing a major complication. Patient died shortly following the procedure.